Manufacturer narrative:
The insulin pump was received with frozen display due to corroded electronic assemblies, also had corroded battery tube, corroded keypad traces and with corroded motor home switch. Unable to verify a21 alarm due to frozen display. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube and with broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were kayaking and flipped over into the water with the pump on. The customer states the device is no longer working and receiving unexpected restart alarms. The customer's blood glucose level at the time of incident was 188mg/dl. The customer states they are unable to clear the alarm. The customer was advised that the device would be replaced and returned for analysis.